Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) sought medical attention due to an appropriate device shock. During this visit upon device interrogation, a fault code was noted. The data was forwarded to boston scientific's technical services (ts) for review. Ts confirmed the error in memory and labeled the issue as a benign, self-correcting error which can be triggered through environmental interference, such as radiotherapy. This type of error will produce annunciation; however, tones are not repeated every 9 hours, as with most other fault conditions. Ts additionally reviewed other information within device memory and stated that the device appears to be functioning normally. The patient was scheduled for another follow-up; however, has not returned. No adverse patient effects were reported.